Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by fever, vomiting, diarrhea and cloudy effluent. On the same day as onset, the pt was hospitalized for the peritonitis. One day after onset, the pt began treatment with vancomycin, ip-intraperitoneally (daily, dose not reported) for peritonitis. Four days later, the treatment with vancomycin, ip, was stopped and on the same day, the treatment was changed to vancomycin orally (2 grams, daily) for peritonitis. The cause of the peritonitis was due to touch contamination further described as unspecified ¿skin contact¿. Six days after being hospitalized, the pt was discharged from the hospital. At the time of this report treatment with oral vancomycin was ongoing. At the time of this report, the peritonitis was resolving, the pt was recovering and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.